Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d284drg, implantable cardioverter defibrillator, (B)(6) 2009; 4574, implantable pacing lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that the rv coil and scv coil impedances on the right ventricular lead were high. The device was also noted to have decreased longevity. Both the lead and device were explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the rv coil and scv coil impedances on the right ventricular lead were high. The device was also noted to havedecreased longevity. Both the lead and device were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The partial lead was returned in segments, analyzed, and no anomalies were found. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Product performance information was also analyzed and analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. One patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2011. The weekly high voltage lead trend data show an increase for minimum and maximum defibrillation active can on and svc defibrillation impedance was 54 to 254 ohms peak between (B)(6) 2011 and (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.